Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 22-feb-2024. [Additional information]: on 22-feb-2024, additional information was received indicating that the complaint device was discarded at the hospital and is no longer available to be returned. Based on complaint information, the device is not available to be returned for analysis. A review of manufacturing documentation associated with this lot (31149186) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section e.1: the initial reporter phone and email address are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31149186) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 1mm x 2.5cm cerepak freeform mini coil (mcr091025 / 31149186) was placed through the rotating hemostasis valve (rhv) and into the hub of the microcatheter. The coil was advanced and friction was noted. The coil was pulled back and removed from the rhv. It was reported that the coil was stretched and it was discarded. There was no delay in the procedure due to the reported issue. The procedure was reportedly successfully completed. There was no negative patient impact reported. On (B)(6) 2024 additional information was received. Per the information, the target vessel of the procedure was the right middle meningeal artery with the vessel size around 2mm. The microcatheter used was a headway® duo 167 microcatheter (microvention). A continuous flush had been maintained through the microcatheter. The coil was withdrawn once as it would not advance. Neck remodeling was not used. There was no resistance between the guide wire and the microcatheter when the target site was being accessed. The complaint coil was the first coil used. There were no kinks in the microcatheter that may have contributed to the reported issue. The reported issue occurred during the coil insertion through the microcatheter. There was no additional damage noted on the coil aside from the reported stretched condition when it was removed. The coil was also prematurely detached. There was no blood flow restriction / reduction as a result of the reported issue. The procedure was completed with another cerepak coil.